Event description:
Patient called stryker stating they are experiencing pain in their left hip and want to know if their implants are part of any recall. Pain began approximately two months ago.

Manufacturer narrative:
The patient indicated that she experienced pain with a left stryker hip. No other product description was provided. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.